Event description:
It was reported that there was a leak from the cassette of an automated peritoneal dialysis set during priming on a homechoice (hc) machine. The hc had passed the self test. This occurred prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted